Manufacturer narrative:
Unfortunately no device were returned to unomedical for testing and evaluation. Since the lot number is unknown unomedical was not able to test the retained samples from the reserve lot. This case is closed with information missing and no failure detected. The complaint description and the initial investigations points to the death cause is suicide. If we should be presented with new informations or if the actual device should come in our possession a follow up report will be sent.

Event description:
Medical investigator is unable to confirm prod in-use at time of death. (B)(6) reported the death of (B)(4). Cause of death reported as: unk (per me office medical investigator (B)(6), death will be pending for the next 6-9 weeks due to possible suicide investigation). Place of death: home. Doctors name and contact info is unknown. (B)(6) was wearing the pump at time of death. (B)(6) shared the following details regarding the death of (B)(6)office/medical investigator (B)(6). Stated that (B)(6)'s death will be pending for the next 6-8 weeks however, she was discovered with an insulin pump. Investigator hernandez feels there is a strong possibility the pump may have contributed to her death although, she did not suffer from diabetes. Investigator hernandez states the insulin pump found with (B)(6) was attached to her body via infusion set at time of discovery. (B)(6) states the infusion set at time of discovery. (B)(6) states the infusion set was found attached to (B)(6)'s left thigh and ran to a reservoir attached to the pump. Confirmed death is being investigated as possible suicide. (B)(6) stated (B)(6) passed away on (B)(6) 2011 and was pronounced deceased at 23:40 (11:40 pm). (B)(6) is willing to return pump, infusion set, and reservoir in use at time of passing.